Event description:
Ous MDR - after an implantation time of one month, it was reported that weak sensing was noted in the atrium. The patient was admitted to the hospital, and a dislodgement was detected. A revision was performed. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.